Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 20 mg/dl. The customer indicated that it was not pump related but was a diabetic incident that happened 1 week prior to today's call and was hospitalized. Customer indicated that the low blood glucose may have been due to stress and not eating. Customer was unable to troubleshoot further as she was going to visit her doctor.